Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were provided. There have been no other complaints reported in the lot number. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an explanted monofocal intraocular lens (iol) due to blurry distance vision. The lens was exchanged for a toric iol. Additional information is requested.

Manufacturer narrative:
Additional information provided in b.5, b.6 and h.10. The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the surgeon reports a refractive miss contributed to the event.